Manufacturer narrative:
Trackwise ID (B)(4). Corrected section: h-3 if other provide code explain: corrected from "device not returned" to "device discarded".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 silicone tip of energy device broke off during the procedure. Product tip broke off but stayed connected to the tip by a small amount of the tip material. Harvester said it just broke off after applying energy around a small vessel. No injury was reported.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 silicone tip of energy device broke off during the procedure. Harvester said it just broke off after applying energy around a small vessel. No injury was reported.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. H3 other text : device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 silicone tip of energy device broke off during the procedure. Product tip broke off but stayed connected to the tip by a small amount of the tip material. Harvester said it just broke off after applying energy around a small vessel. New device was opened to finish the case. No injury was reported.